Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. New information added to the following field: h6, h10. Corrected field: b3/b5 (information was inadvertently missed on the initial) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the issue was found during inspection for use and the intended procedure, "screening test", was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the customer complaint was not reproduced. However, the fact that it occurred is not denied, so it is evaluated as no image. In addition to the findings reported in b5, the following non-reportable malfunction was identified: the one-touch connector was chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source had a blackout which occurred in multiple scopes. The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury. Or death.